Event description:
It was reported that shaft break occurred. A 16 x 3.00 promus elite mr drug-eluting stent was selected for use. However, while attempting to deploy the stent, the shaft broke approximately 1 inches from distal of double white marker on the shaft. The device was pulled out through guiding catheter and the procedure was completed with a different stent. No patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 16 x 3.00 stent delivery system (sds) was returned for analysis. The device was returned with no stent attached. The balloon cones were reviewed, and no issues were noted. The balloon wings showed signs of slight positive pressure applied. Crimp markings still visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found hypotube shaft break 470mm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink 52mm proximal of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 16 x 3.00 promus elite mr drug-eluting stent was selected for use. However, while attempting to deploy the stent, the shaft broke approximately 1 inches from distal of double white marker on the shaft. The device was pulled out through guiding catheter and the procedure was completed with a different stent. No patient complications reported and the patient was fine.